Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with heart failure exacerbation to clinic in the past and the decision was made to upgrade to a biv device. A fluoro was performed on the lead and revealed the lead was pulled back and near the tricuspid valve. Physician decided to explant and replace the lead rv lead without issues.